Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope, a tear in the film was found. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. All the applicable in-process and final inspection tests were found with acceptable results. The lot met all specifications for release. Probable causes for this issue include the pump door being sharp or closing unexpectedly during set up, and stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. The patient contact also reported a draining slowly issue that occurred in all drain phases. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. The patient contact also reported a draining slowly issue that occurred in all drain phases. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.